Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst also noted that the setscrew marks on the is-1 pin were too proximal.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.